Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 04 , 2025 and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown dust-like contamination and tiny hairs/fibers in the air outlet port and on the outside of it.air inlet filter area had dust-like contamination and tiny hairs/fibers.air inlet baffle had yellowed and had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination and small brown unknown pieces of contamination and with hairs/fibers in the bottom enclosure. Dust-like contamination and an unknown brown piece of contamination was in the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.